Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported issue is misidentification of the structure due to obstructed view caused by bleeding. However, the cause of the bleeding is unknown. If additional information is received, a follow-up MDR will be submitted. A return material authorization (RMA) was issued to the customer requesting to have the isi device returned; however, the surgeon confirmed the instrument will not be returned to isi as there was no malfunction of the instrument that occurred. The surgeon stated they had to use a second mcs instrument as the first mcs instrument (part # 420179-23, lot / serial # (B)(4)) associated with this event was removed from the sterile field. A review of the device logs for the monopolar curved scissors (part # 420179-23, lot / serial # (B)(4)) associated with this event has been performed. Per this review of the logs, the monopolar curved scissors was last used on (B)(6) 2021 via system serial # (B)(4). There was 1 use remaining after this last usage. Based on this review, the instrument was used in subsequent procedures after the alleged event reported on this record. A review of the site's complaint history performed on (B)(6) 2021 does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Communication errors occurred at 3:54 but it looks like they were able to recover and they did not experience any more errors the rest of the procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted prostatectomy surgical procedure, the anterior neck of the prostate and posterior of the bladder were bleeding. The estimated amount of bleeding was 200cc. Although the amount of bleeding was "average," the surgeon did not have a clear vision of the anatomy because of the bleeding. As a result, the rectum was injured. The rectum was repaired with sutures by a colorectal surgeon. The cause of the injury is misidentification of the structure due to obstructed view caused by bleeding. It was confirmed that it was not due to a malfunction of the mcs instrument. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the anterior neck of the prostate and posterior of the bladder were bleeding. The estimated amount of bleeding was 200cc. The surgeon didn¿t have a clear vision of the anatomy because of the bleeding. As a result, the rectum was injured. The rectum was repaired with sutures by another surgeon. On 01-oct-2021 and 05-oct-2021, intuitive surgical, inc. (Isi) contacted the surgeon via the distributor and obtained the following information regarding the reported event: patient details: (B)(6) year-old male, date of birth (B)(6), with a history of prostate cancer and diabetes. It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon was using the monopolar curved scissors (mcs) instrument on the anterior neck of the prostate and the posterior of the bladder. At that time, the patient experienced bleeding. The surgeon did not have a clear vision of the anatomy because of the bleeding. The surgeon did not realize how close the mcs instrument was to the rectum; as a result, the rectum was injured. The site undocked the robotic system, and a colorectal surgeon repaired the rectum as a laparoscopic procedure. The estimated amount of bleeding was 200cc and was within the expected range. It was reported that the patient had a narrow pelvis. After the colorectal surgeon repaired the rectal injury, the procedure was switched back to a robotic system and completed with no further issues. The primary surgeon confirmed the following: the rectal injury was a clean-cut injury and not a thermal injury. The injury was not a full-thickness tear. There was no system arm movement that could have contributed to the injury. The patient did not experience any postoperative complications. The patient was discharged after 72 hours of hospital stay. The rectal injury was not due to a malfunction of the mcs instrument; hence, the mcs will not be returned to isi for evaluation. Although there is a video recording available, it has not been provided to isi for review.